Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the customer uses "cardiosat 100" simulator. The customer states that when they set the simulator to 98% spo2 and 60 bpm. At this setting the sensor reads 92% spo2 and 60 bpm. No consequences or impact to patient.